Event description:
Customers family member reported patient was hospitalized due to high blood glucose. Customer family member stated that the doctor had increased customers daily intake on insulin to over 100 units and that customer had to do a set change almost every day.